Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital biomedical engineer replaced the flow sensors, and the unit was returned to service.

Event description:
The hospital reported that the ventilator was not working and that the flow sensor flapper was stuck to the top of the housing. This was discovered during pre-use checkout of the unit. There was no report of patient involvement.